Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that occlusion warnings had occurred with more than one set of supplies and while the pump bolus delivery speed was set to normal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/29/2014 with the following findings: occlusion alarms due to high force were verified in the black box and in the pump history. Product analysis was unable to duplicate any occlusions during the investigation. The force sensor calibration reading was in specifications. The lens film was observed to be scratched and the paint was observed to be chipped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.